Manufacturer narrative:
The pod arrived not deployed in pod state 15 with 35 pulses delivered. Rotational sensor malfunctions were observed in the data, causing the needle to not deploy despite completing first and second prime. This can be confirmed as the cause of the reported needle mechanism failure. The cause of the rotational sensor malfunctions could not be determined. Commutator cap contamination was observed on the pod, but since a rerun could not be performed, it cannot be confirmed as the root cause of the needle mechanism failure.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Smartphone operating system: 26.2. Smartphone hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward and the needle did not deploy, indicating a needle mechanism failure. Pod was not worn. No treatment and no blood glucose levels were reported.